Event description:
On (B)(6) 2009, the patient was implanted with an scs system. The patient's ipg is eroding through the skin. The doctor said he would like to move the ipg into the patient's stomach from his back. The patient has also been experiencing a lot of pain since (B)(6) 2010. He had swelling in his right leg up to his knee. On (B)(6) 2010, it was all the way up to his back. He went to the ER that weekend and they gave him some antibiotics to treat it. It has not helped as of yet.

Manufacturer narrative:
Method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.